Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high pacing lead impedance and high ventricular rate episodes due to noise oversensing on the ventricular lead were observed. Programming changes were made. The patient was stable and being monitored.